Event description:
Event description guidant received information that preimplant, the monitoring voltage of this implantable cardioverter defibrillator (ICD) dropped from 2.98v to 1.98v following a capacitor reformation.